Event description:
It was reported that a clearlink system non-dehp solution set leaked coming from the side. This was observed when the nurse was about to hang the bag of cetuximab prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.